Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days post implant the patient presented with pleural effusion and chest pain. It was noted no repositioning of leads or reprogramming required and pericardial effusion drainage was performed. The leads remain in use. No further patient complications have been reported as a result of this event.